Event description:
7/6/2022 - the consumer claims the device was smoking and sparking. The consumer accepted a replacement.

Manufacturer narrative:
07/06/2022 - the consumer accepted a replacement device. Therefore; we will not be received the device for an investigation.